Manufacturer narrative:
The reported reader mcga223-j0590 was returned and investigated. Performed visual inspection on the returned reader, and no issues were observed. The reader was returned with low battery voltage. The reader was powered on with button press and stays on. The reader self-test was performed, and all results satisfactory. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported the adc freestyle libre 2 reader not powering on with button press or test strip insertion. On (B)(6) 2021, customer's husband reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller reported that customer was hospitalized and received unspecified treatment. No further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 17-feb-2021, customer had initially reported the adc freestyle libre 2 reader not powering on with button press or test strip insertion. On (B)(6) 2021, customer's husband reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller reported that customer was hospitalized and received unspecified treatment. No further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.